Event description:
The user facility in switzerland reported a piece of plastic from sleeves hole was found in the eye. The perforation was incomplete, the plastic-point which should be absent after perforation was still attached to sleeve (hung on it). The doctor saw it and removed it. Unfortunately there is no sample/ photo/ video available.

Manufacturer narrative:
The product was not available for return. We were unable to investigate further for root cause. Review of the device history record shows the product was properly made and met all release requirements. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
B5 - the doctor explained that he had realized timely the particle and removed it with a forceps on the eye surface before it could enter in the eye. This investigation is closed.